Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was treating a mildly tortuous, moderately calcified, 80% stenosed, de novo lesion in the mid femoral artery. The 6.0x150mm absolute pro ll was deployed in the lesion and the stent was noted to be kinked and the distal stent struts were flared. Due to the flared stent struts, a supera stent was implanted, overlapping the absolute stent and the procedure was completed. There was no clinically significant delay in the procedure. No additional information was provided.